Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. The vein was harvested in the lower leg without incident however, when harvesting was attempted in the upper leg, the branch cauterization seem to be inadequate. The hp2 was removed and cleaned and the power cord was changed and the harvest was resumed. It took about 3 or 4 triggers of the devise in order to ligate the branches in the upper leg. The harvest was completed with the device, but the cauterization of the branches was weak. The hospital did not report any patient effects.